Event description:
Boston scientific received information via the patient's remote home monitoring system that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited out of range (oor) high shock impedance measurement. A local boston scientific field representative reported that the physician will continue to monitor the patient. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the ICD and rv lead have exhibited additional shock impedance measurements of greater than 125 ohms in coil to pg and coil to coil configurations. The shock impedance in triad configuration was high at 112 ohms. The physician opted to leave the lead programmed to triad configuration and will continue to monitor the patient. The ICD and rv lead remain in service and no additional adverse patient effects were reported.